Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure. (Right external iliac artery was 8.5mm in diameter.) One flex main body graft and two iliac leg grafts were placed as prescribed. Final angiography showed slow blood flow in the left internal iliac artery. A coda balloon was advanced into the contralateral (left) iliac leg and expanded in an attempt to push the iliac leg graft upward but it did not work out as intended. Collateral flow to the superior and inferior gluteal arteries was confirmed by retrograde aortography, and the procedure ended with follow-up observations. The pt's condition is unk as not provided by rptr.

Manufacturer narrative:
(B)(4): occlusion is addressed in the IFU. Eval: event is under investigation.